Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited electrograms (egm) that appear to be due to exposure to electromagnetic interference (emi). The ipg remains in use. No patient complications have been reported as a result of this event.